Manufacturer narrative:
Follow-up #1 08/13/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings: the pump display screen was found to be fully functional and was fully illuminated with no signs of visible damage, fading, or discoloration. The pump alarm history was reviewed and found no indication of an issue related to the event. The pump was opened and there was no damage to the display, flex, or connector. Unrelated to the complaint, there were no audible tones observed during the pump start up. The pump audible alarm system was examined and the electrical contact pins on the piezo were found to be partially dislodged. The pin was reseated and the pump audible tones returned.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The display on the animas pump reportedly has a blank screen after he replaced the battery. There was no trauma or moisture issue. The contrast was set accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.